Event description:
Caller reported blood glucose results of 522 mg/dl on the advantage system and 164 mg/dl on a professional system within 10 minutes. Caller reported no symptoms, treatment, or adverse event relative to the discrepancy. A request was made for the return of the system. Replacement was sent.